Manufacturer narrative:
A4-a6: unk. H6 patient related factor. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -11.0/1.0/102 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was removed. The problem was resolved. Cause of the event was a patient related factor with the device noted a failed as intended. Reportedly, "despite detailed information beforehand, the patient could not cope with the post-op presbyopic limitations and decided to withdraw from surgery, whereupon od was explanted and os was not inserted."